Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "problem 441916 - instrument max clinical. Often positive for one of n1n2." D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: a "false positive" complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). The customer reported receiving n1 or n2 positive on the bd-sars-cov-2 assay. Field service was dispatched. Field service determined that the sample rack and the instrument was contaminated. Field service cleaned the instrument and performed a test run. Instrument was returned to the customer functional. The complaint is unconfirmed as an instrument issue. The root cause cannot be determined with the information provided. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "problem 441916 - instrument max clinical. Often positive for one of n1n2."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: " problem 441916 - instrument max clinical. Often positive for one of n1n2."